Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two reloads. Visual inspection of the first reload noted that it was partially fired with the interlock engaged. Staple pushers were visible at the 2.5cm cut line. The anvil clamping mechanism was deformed. Visual inspection of the second reload noted that it was fully fired. Functionally the first reload was loaded into a pmv representative instrument. The first reload could not be closed completely on the initial clamping stroke as a result of the deformed clamping mechanism. The interlock was overridden and the first reload was applied to test media. The second reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the deformed clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during low anterior resection, multiple egia handles and multiple tristaple loadings units would not fire after depressing the green button. Different instruments and loading units tried but same result occurred. The procedure was delayed for more than 30 minutes due to the issue. Another device was used in order to complete the case. There was no patient injury involved.